Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2018-00647 thru 3012447612-2018-00650.

Event description:
It was reported that three plugs fractured during installation because the torque limiting handle was applying too much torque. The plugs were removed and replaced with alternative plugs and an alternative torque limiting handle was used to complete the procedure without reported patient impacts. This is report four of four for this event.

Manufacturer narrative:
The returned device was evaluated. The torque output was confirmed to be outside of the range. There were no signs of abnormal wear found. Handles found out of calibration typically exhibit spring relaxation, wear of critical torque components, and/or break down of the internal lubrication from use over time. A review of the manufacturing records did not identify any issues which may have contributed to this event.

Event description:
It was reported that three plugs fractured during installation because the torque limiting handle was applying too much torque. The plugs were removed and replaced with alternative plugs and an alternative torque limiting handle was used to complete the procedure without reported patient impacts. This is report four of four for this event.